Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 11mar2021.

Event description:
The customer reported a ventilator is giving a reading of carbon dioxide (co2) but not the return volume reading. The device was reported to have been in clinical use at the time the issue was discovered. A delay to patient care was reported, however, there was no patient or user harm reported. The device was reported to have been to have been replaced as an intervention.

Manufacturer narrative:
H10: the device was evaluated by a philips field service engineer (fse). The fse checked the error log and performed diagnostics. When performing pressure accuracy, the numbers were not up to specification. The fse replaced the gas delivery system assembly. The unit was checked and successfully passed all tests. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. H11: g1: contact information updated.